Event description:
Surgeon complained an lcp proximal femur implanted in 2004 during a revision for a mal-union, broke post-operative. Plate was noted as broken on x-ray taken 4 months later, removal of plate is unk.